Event description:
It was reported by service report that the stretcher had a broken weld and the right siderail cannot be latched into up position. No patient involvement or adverse consequences are reported.